Event description:
Additional information received indicated that troubleshooting took place and therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was turned off instead of placing the ipg into surgery mode prior to the procedure. As a result, the patient lost stimulation due to the failure of the patient's ipg to communicate with external devices. Troubleshooting is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.